Event description:
It was reported that in the intensive care unit, the cordis catheter was placed during the placement of a pacemaker. The hemostasis valve was not working properly and the patient lost "a lot" of blood. Due to these two factors the medication was only partially delivered to the patient. It was not possible to change the catheter because the patient was not showing any "heartaction" and then the patient became deceased. The catheter was not the cause of this problem, but it was a big handicap during the CPR. Add'l info received on 08/25/2010 from (B)(6) stated that "heartaction means the heart was not responding or beating at that time." It was also reported that "the cause of death was ectopic heartbeat which resulted in cardiac arrest because there was not electric activity in the heart."

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.